Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. The right ventricular lead exhibited episodes of high ventricular rate and lead noise oversensing that caused inhibition of pacing. There was an alert for out of range impedance noticed on the right ventricular lead. Physician elected to keep monitoring the patient. The patient was in stable condition.